Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal optima injector (n35-o) leaked. The following information was provided by the initial reporter: "we did have 6 injectors leak from the actual injector device under the 6 pascals of air pressure that we test all devices. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/14/2021. H.6. Investigation: six samples received for investigation. Upon visual inspection, no damage or anomalies were found. Retained samples from the same lot were evaluated, after visual inspection and dimensional measurement performed of all injector samples received, no damage or anomalies were found. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. A review of the device history was performed for the reported lot 2010308, no deviations or nonconformities were identified during the manufacturing process that could have contributed to this reported problem. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that bd phaseal optima injector (n35-o) leaked. The following information was provided by the initial reporter: "we did have 6 injectors leak from the actual injector device under the 6 pascals of air pressure that we test all devices. ".